Manufacturer narrative:
Reported event: an event regarding dislocation/wear involving an unknown liner was reported. The event was not confirmed. Method & results - product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were provided for review. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to liner wear and prior dislocation. A head and liner exchange was performed. Rep confirmed that no further information will be released by the hospital or surgeon.